Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unipolar impedance warning. It was further reported that the implantable pulse generator (ipg) exhibited premature depletion and an over-estimate in longevity due to the estimate being based on the incorrect lead polarity. A later ipg interrogation showed an accurate longevity. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.